Event description:
It was reported that patient presented to the hospital after receiving inappropriate shocks for supraventricular tachycardia. As a result of the shocks, the device went into backup vvi and could not be interrogated. A software download was performed to restore the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.